Manufacturer narrative:
In previous report the manufacturer was mentioned that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles near the air outlet port. This device has gone through the remediation process. Based on information available at the time of this review, it determines that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam. The patient states that hospital provided him with the CPAP machine a year ago and that he is now experiencing a serious deterioration in his health. This device has gone through the remediation process. No medical intervention was required by the patient and there was no death or serious injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles near the air outlet port. This device has gone through the remediation process. This is unlikely to be from foam degradation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found dust-like contamination and hairs/fibers at the air outlet port, air inlet port; on the top, bottom and inside of the blower motor; inside the blower box; and additionally black contamination, consistent with keratin, found at the air outlet of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The device was applied power and the device operated properly. The manufacturer confirmed gray and black particles mentioned in the complaint, however, they are inconsistent with degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation. Box d, g and h has been updated/corrected in this report.

Manufacturer narrative:
Upon further review by the manufacturer, the device is not under voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Therefore, the correct event or problem description should be- the manufacturer received information alleging visualization of particles when washing the hose. It was determined the device was remediated in december 2024; therefore, does not contain the sound abatement foam referenced in the recall. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for evaluation. The inspection revealed the presence of dust-like contamination and hair/fiber debris at several locations, including the air outlet port, air inlet port, the top and bottom surfaces of the blower motor, the interior of the blower motor, and inside the blower box. Additionally, black particulate matter consistent with keratin was observed at the air outlet of the blower box. Although gray and black particles reported in the original complaint were confirmed by the manufacturer, their characteristics were not consistent with degraded sound abatement foam. This finding is consistent with the fact that the device had previously undergone remediation. A review of the device¿s downloaded event log revealed no recorded errors. When power was applied, the device functioned as intended with no operational issues. Section, g, and h has been updated/corrected.